Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the total daily dose (tdd) adds up correctly and reflects user's programmed basal rates. No activity outside normal use observed in the pump history. The pump passed delivery accuracy test and found to be delivering within required specifications (results attached). A 10u audio and a 10u normal bolus were successfully delivered and accurately recorded in pump history. Manually calculated an ezbg bolus and an ezcarb bolus; returned pump correctly calculated the same units. Pump¿s bolus calculation feature found to be function properly. Unable to duplicate the complaint. Returned battery cap and returned cartridge cap used to complete testing. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a history settings issue. The reporter stated that the patient went to the emergency room with a blood glucose of over 600 mg/dl with dry mouth, nausea, vomiting, abdominal pain/vomiting, and polydipsia. The patient was treated with insulin via injection and IV fluids. Customer support (cs) reviewed the pump and it was noted that the patient failed to bolus. Cs determined that all settings were correct. The healthcare professional insisted the pump be replaced. This report is being reported due to the bg excursion the patient experienced due to an alleged history settings issue.